Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the pump was not returned to mmdg the complaint could not be confirmed or duplicated.

Event description:
The initial reporter states that the pump indicates that it is running, but nothing is being delivered and that the pump also doesn't alarm when this happens. An mmdg clinician attempted to follow up with the initial reporter to obtain additional information, but these attempts were unsuccessful. (B)(4).